Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date a type ia endoleak was identified. Heli-fx endoanchors were implanted. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.